Event description:
The 35 3/4 months after percutaneous coronary intervention (pci), the pt went to the hospital as an outpatient complaining of chest pain. Pleural effusion, st depression, expanding of cardiothoracic ratio and positive troponin were observed. Because the symptoms were stable, no treatment was provided and he went back to home. He returned five days later complaining of chest pain and respiratory discomfort. Cardiopulmonary resuscitation was performed but the pt passed away. An autopsy was not performed. The physician commented that this was probably a very late thrombotic event per the arc definition. The possible causes of the thrombotic event were because there was a residual lesion proximal to the cypher. A dissection might have occurred in the cypher and finally, because stenosis in another lesion might have become advanced. The possible cause of the death was due to an acute myocardial infarction (ami) or pulmonary embolism.

Manufacturer narrative:
This pt presented for elective treatment of 1-vessel disease. Pci was performed on a de novo lesion in the proximal left anterior descending artery (lad) of 15mm in length in a 3.5mm vessel diameter. The (b2) lesion was also eccentric. A 3.5x18mm cypher stent was deployed at 16 atms by direct stenting. Post-dilatation was done with a 3.5x10m balloon for unspecified reasons. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was conducted. Act was not measured. Pre-procedure meds included aspirin and ticlopidine hydrochloride. Intra-procedure meds included heparin 8,000 units, isosorbide dinitrate, nicorandil, aspirin and ticlopidine hydrochloride. Post-procedure meds included ticlopidine hydrochloride for one yr. This was stopped one yr following the procedure. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.